Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket/510(k): k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the iliac artery. A 7.0 x 40, 75 cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres for 60 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. No patient adverse event was reported, and the patient condition was good post-procedure.